Event description:
Information was received that during pre-testing of this smiths medical cadd legacy pump, the pump exhibited no disposable, clamp tubing alarm. It was reported that the patient tried to reattached the cassette but it did not worked. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.